Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was completed and it was found to be acceptable per release criteria.

Event description:
Dr. Reported that an abutment broke in function.